Manufacturer narrative:
Other, other text: one device was received. Visual inspection found the device to be in good condition. There was no evidence in the event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. The root cause was unable to be determined. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that immediately upon use error code 46509 was displayed. No patient injury or intervention was reported.